Event description:
A report was received that the patient was experiencing fever, swelling at the ipg and lead sites, and infection (procedure-related). The patient was prescribed with oral and intravenous antibiotics. The patient underwent explant procedure and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-55 serial #: (B)(4), description: scs phiii ext 55cm; model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-4316, lot #: 15441967, description: clik anchor; model #: sc-3400-30, serial #: (B)(4), description: 2x8 splitter 30 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.